Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that "they placed 7 piccs yesterday and all of the dls had small to scant amounts of leaking through the stopper around the wire when flushed." This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-01064 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-02260.

Event description:
It was reported by the customer that "they placed 7 piccs yesterday and all of the dls had small to scant amounts of leaking through the stopper around the wire when flushed." This report addresses the first device.